Manufacturer narrative:
The male/female connector was assembled upside down during final assembly. Pt did not develop peritonitis.pir# 9700435

Event description:
Facility reported that when the home pt went to use the set, the pt connection end had a male connection end instead of a female connection. The pt had his catheter exposed for awhile and went to the dialysis clinic. The pt was given prophylactic antibiotics. The pt did not develop peritonitis. The sample is available for evaluation.